Event description:
It was reported that during a device and right atrial (ra) lead replacement procedure, insulation damage was discovered on the terminal end of the df-1 segment of the right ventricular (rv) lead. The insulation damage was repaired with a lead repair kit. The rv lead remains in service. No additional adverse patient effects were reported.